Event description:
It was reported that bd alaris smartsite low sorbing extension set was leaking. The following information was received by the initial reporter with the verbatim: tpn filter leaking where tubing meets filter on intake side of filter. The reported product event occurred while in use with a patient but caused no harm.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results and DHR review: the customer reported filter leaking on intake side of the tubing port, and returned one used sample of material 20350e and lot 23039093. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was then infused with water, and when no leaks were found, the end was capped. Once the male luer was capped, the water began to leak from holes in the tubing-filter intake connection. The complaint is verified. On further manipulation of the tubing at filter intake, it broke off of the filter completely, without too much effort. The manufacturing was contacted about the failure, and they were not able to trace the root cause to any manufacturing process. Then, the supplier team was contacted, as they supply us the filter, and again, no root cause was able to found. The root cause for the filter intake breaking was unable to be found. Device history record review for model 20350e lot number 23039093 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 8mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.